Event description:
It was reported that a lead safety switch (lss) was observed to have been triggered due to high out of range right atrial (ra) lead pacing impedances on this pacemaker system. The heaith care professional (hcp) noted that this right atrial (ra) lead had been previously programmed off and called technical services (ts) to inquire as to how a lead safety switch (lss) was triggered when the right atrial (ra) lead programming was off. Ts discussed possible causes and recommended troubleshooting options. At this time, the pacemaker and the ra remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).